Manufacturer narrative:
Citation: llah st et al. A novel approach of clipping the mitral valve. Cardiovasc revasc med. 2019 may;20(5):437-441. Doi: 10.1016/ j.carrev.2018.10.016. Epub 2018 nov 30. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old male patient with a history of coronary artery disease, coronary artery bypass surgery, and severe mitral regurgitation who underwent mitral valve repair using a 28 mm medtronic cg future annuloplasty ring (serial number not provided). At an unknown duration post implant, the patient presented with worsening heart failure symptoms. An echocardiogram revealed severe mitral regurgitation, ejection fraction of 20% and transvalvular gradient of 5 mm hg. A transesophageal echocardiogram also exhibited severe mitral regurgitation. The anterior and posterior leaflets of the mitral valve were noted to have restricted mobility. Subsequently, a non-medtronic transcatheter mitral valve repair device was clipped to the cg future ring. No additional adverse patient effects or product performance issues were reported.